Manufacturer narrative:
The results of this investigation are inconclusive because the product was not returned for analysis and the lot number was not provided preventing a review of the device history record. The cause of the reported event remains unknown.

Manufacturer narrative:
The 14mm aso was returned to sjm and decontaminated. The occluder was grossly and microscopically examined, and no anomalies were found. It met dimensional specifications when measured with a caliper. The aso was loaded into a test loader, deployed and retracted without difficulty or deformation, under non-physiological conditions. The results of this investigation confirmed the aso met all functional and dimensional specifications when analyzed at sjm. There was no evidence to suggest there was an intrinsic defect in the occluder. This event was reviewed by the (B)(4) who confirmed that erosion occurred.

Event description:
The patient was released to home.

Event description:
A 14mm amplatzer septal occluder (aso) was implanted; however, 12 hours later, the patient suffered a tia that resolved two hours later. Due to the tia, the patient was kept in the hospital for observation. Five days post-implant, tamponade was observed and pericardiocentesis was performed. Eleven days post-implant, the aso was explanted. During explant, a hole in the right atrium was observed and was reportedly caused by the device.